Event description:
Pt reported that their one touch ultra meter had a power issue. Pt had replaced the batteries due to the meter not turning on, but since then, the meter displayed three dashes. Pt took the meter to a hosp pharmacy regarding the meter and then to a dr's office for a blood test. Unk what the pt's blood glucose result was at the dr's office, but no treatment was necessary. The issue was not resolved with troubleshooting and the meter was replaced for the pt. No further clinical info was reported.